Event description:
It was reported that the patient underwent an spectra concealable penile prosthesis (spp) replacement surgery due to unknown reasons. All components were explanted and replaced. No information about the patient outcome is available at the moment.